Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during bolus. Blood glucose value was 300 mg/dl. It was stated the alarm was resolved by a complete infusion set and reservoir change. Customer was able to perform fixed prime and the insulin pump passed the self test. Customer changed the infusion sets once per 3 or 4 days and the reservoir once per 5 days. Nothing further reported.